Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: 1. Were there any patient consequences? Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent arthroscopic exploration and minimally invasive surgery on (B)(6) 2024 and suture was used. At 9:40 am, the patient came to the hospital for treatment due to limited shoulder joint movement caused by trauma for more than 2 days. Examination revealed that trauma caused local swelling of the shoulder joint and damage to the labrum, requiring surgery. After the surgery was completed, when suture was used to sew the patient's wound, the suture broke during the final knotting. The suture was immediately replaced and re-sutured. Additional information was requested.